Event description:
A pt reported experiencing inaccurate high results with an otu meter. The pt's blood glucose results were 187mg/dl, 111mg/dl. Tests were done within <10 mins with a difference of 45%. Pt did not experience any adverse events. No further info has been reported.